Event description:
It was reported that a large volume infusor leaked from an unspecified location. This occurred prior to use. The device contained 0.9% sodium chloride having a total volume of 200ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). H4: the lot was manufactured between july 21-25, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed, and it showed fluid inside a bag that contained the infusor device which suggests possible leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.